Event description:
It was reported patient got a shocking or jolting sensation throughout her body while using her walkie talkie. Patient noted this happened every time she spoke or received calls and while driving. Patient stated she wore the device on the right side of her body, opposite to the implant, and the headset was behind her back and up to her ears. It was stated it happened 1 of 7 days, before she stopped using the walkie talkie. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).